Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: the color coding on the end of the drill sleeve was falling off.

Manufacturer narrative:
Device used for treatment and not diagnosis. The review of the material and manufacturing document has shown the fulfilling of all requirements. It also meets the specifications of ao asif. We assume there was an inadequate treating of the surface before the color applied. But an accurate cause of damage can not be provided. Therefore no final assessment can be made. We classify this complaint as an isolated case.

Manufacturer narrative:
Device used for treatment. Manufacturing documents were reviewed and no complaint related issues were found. Device was returned and entering the complaint system. Investigation is ongoing.